Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was used during a percutaneous transhepatic cholangiography drainage procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a lesion at the mid-lower section of the common bile duct. Reportedly, the lesion was moderate tortuous and had not been dilated prior to the procedure. No total occlusion and no calcification was noted, a bent was between 45 and 90 degrees. During the procedure, the physician attempted to release the stent but the stent was not able to be released. According to the physician, a resistance was noted when trying to cross the delivery system to the lesion and to the junction of the fistula and the hepatic duct. The physician removed the stent fully constrained on the delivery system. The procedure was completed with another wallstent rx biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.this event has been deemed an MDR-reportable event based on investigation results which revealed that the distal wires of the stent were uncrossed and damaged.

Manufacturer narrative:
(B)(4) for the reported event of stent wires damaged. A visual examination of the returned device found that the stent was fully mounted onto the device. It was noted that the distal end of the shaft where the stent was mounted was curved. During analysis it was possible to partially deploy, reconstrain and fully deploy stent without issue. Examination of the deployed stent found that it was kinked towards its distal end and the distal stent wires were uncrossed and damaged. Kinks were noted along the clear outer sheath where the stent had been mounted. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. This root cause is assigned as damage noted to the returned device is consistent with excessive tensile force having been applied. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.